Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021. Blood glucose reading was 765 mg/dl. The customer stated that they had symptoms of nausea, vomiting, confusion, headache and weakness. The customer was treated with intravenous insulin drip at the hospital. Customer was using the insulin pump system within 48 hours of reporting high blood glucose event. The auto mode or smart guard feature was active at the time of high blood glucose event. The customer¿s last blood glucose reading was unknown. The insulin pump will not be returned for analysis.